Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the thirties and ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The implantable pulse generator (ipg) remains in use with plans for upgrade to implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.